Event description:
The consumer had a problem with a brand new baby's vaporizer they purchased. 2/1/00 after following all the instructions, consumer turned on the vaporizer at night in the baby's room and the next morning the heating element burned right through the side of the vaporizer. There was smoke in the baby's room. The baby who is 3 1/2 months old was doing fine. Consumer called the MFR and they said they would replace it.